Event description:
It was reported that a shaft break occurred. The 99% stenosed target lesion was located in the severely tortuous and calcified left anterior descending artery (lad). A 12 x 3.50 rebel was selected for use. During the procedure, the rebel was unable to cross the lesion. The shaft broke 30cm from the hub of the device. The device was completely removed from the patient. The procedure was completed with another of the same device. There were no patient complications and the patient's status was stable.

Event description:
It was reported that a shaft break occurred. The 99% stenosed target lesion was located in the severely tortuous and calcified left anterior descending artery (lad). A 12 x 3.50 rebel was selected for use. During the procedure, the rebel was unable to cross the lesion. The shaft broke 30cm from the hub of the device. The device was completely removed from the patient. The procedure was completed with another of the same device. There were no patient complications and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a rebel bms balloon catheter. The device was microscopically and visually examined. The device had numerous kinks and bends. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded, with blood in the folds of the balloon, and the stent presented no damage or irregularities. At 48.9cm from the strain relief the hypotube was separated.